Event description:
It was reported that cardiosave hybrid, 3.1 edition intra-aortic balloon pump (iabp)¿s when the user inspected the product before operation after delivery, it was found that the helium gas was almost depleted even though it had not yet been used. Helium gas was depleting quickly. There was no patient involved.

Manufacturer narrative:
Due to character limit in e.1. Event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.